Event description:
Pt partially swallowed a metal pin that broke off of "tap" dental appliance for mandibular advancement in sleep. This is a commonly used appliance to treat snoring and obstructive sleep apnea. The discomfort awakened pt from sleep at about 02:00 hrs and prompted them to seek help in a hosp ER after noticing that the appliance had broken into several pieces including two pieces that were missing. Approx 1-2 hrs after the awakening, in association with increased pain, pt coughed out the broken metal part but an approx one cm piece of epoxy that had been used by the dentist to repair a previous break in the device was still missing. After evaluation for persistent coughing with the clear chest x-ray, a pulmonary consultant performed a bronchoscopy that did not visualize any foreign bodies.